Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: sfw kit 9735737 stealth s8 cranial EU-sc, version: 1.2.0. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative (rep) was setting up the system with electronic picture archiving and communication systems (pacs), and when they went to download the patient, the first download failed, but the second download worked properly. Then the system continued to re-downloaded the same patient over and over again, although they had only selected download one time. The system is connected with a wired connection, but the hospital network itself seems to be rather slow. When performing the test in digital intercommunication of medicine (dicom) transfer admin settings, the test runs quickly until it reaches "association", then it stays spinning there and does not progress past that point. Troubleshooting involved the rep rebooting the system and trying to download once more, making sure to select download just once, with no resolution. They turned on debug logging and replicated the issue on another networking port in the room. No patient was present at the time of the event. The manufacturer representative stated that the issue is on the pacs side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that nothing has changed yet. They reached out to the electronic picture archiving and communication systems (pacs) admin for their recommendation but they have yet responded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: pacs admin will inquire with pacs vendor support on amount of connections that could introduce latency. As a test, we configured the dicomscpconfig file to increase the association timeout to 15000, max connection to 7 and import timeout to 5000. The clinical specialist (cs) will test further, enable debug and do some test transfers in addition to site pushing data sets. The cs also mentioned that when the site is pushing data instead, they have to send the entire study (with whatever amount of series included) instead of just a single exam.

Manufacturer narrative:
A software investigation was initiated. Based on the information provided there is no indication a software anomaly contributed to the reported behavior. Software appears to be working as designed. If information is provided in the future, a supplemental report will be issued.